Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red rash on his chest and back underneath the lifevest electrodes. The patient's physician prescribed an unknown cream for the irritation. During a follow-up the patient reported that the rash was almost healed. The patient continued to wear the lifevest.